Manufacturer narrative:
The investigation identified an accidental activation of windows defender av (antivirus) scanning on ams folders at the customer site. This caused significant slow processing of hematology sysmex results (>30 seconds for a single sample) causing query timeouts between ams and the analyzer driver. Additionally, the delay was unreported for an extended period. The sysmex driver (xe2100_astm.dll v5.0.0) was originally designed for older ams versions that required using the ¿last sample ID¿ returned from a previous query to populate the order record. Due to the delays, when the first sample arrived at the driver, the stored ¿last sample ID¿ corresponded to the second sample, causing the driver to associate incorrect patient information with the arriving sample tube. The processing delays were resolved by disabling the antivirus at the customer site. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances or potential non-conformances related to the complaint issue. Labeling was reviewed and adequately addressed the issue. Based on the investigation, the aliniq ams software version 3.20 is performing as intended, no systemic issue or deficiency of the aliniq ams software version 3.20 was identified.

Event description:
The customer reported the aliniq ams assigned two patient names to the same ID (B)(6) which shows up on one third party analyzer when viewing patient data. There were no incorrect results assigned to a patient. No impact to patient management was reported.

Event description:
The customer reported the aliniq ams assigned two patient names to the same ID (B)(6) which shows up on one third party analyzer when viewing patient data. There were no incorrect results assigned to a patient. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.